Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure that this right ventricular lead had been exhibiting high, out of range shock impedance of 160 ohms. The physician stated that this out of range shock impedance has been gradually increasing over the past few months. The physician performed lead integrity testing, including a 41j sync shock. Shock impedance measurements were at 94 ohms. The lead remains implanted. The physician will monitor the patient through latitude. No additional adverse patient effects were reported.